Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging cracked display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013) the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked broken lines with black marks found on the lcd. The meter was also found with label print smeared. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.